Event description:
A hosp in (B)(6) reported to a fisher & paykel healthcare rep that an mr290 autofeed humidification chamber overfilled. This was noticed prior to pt connection and no pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was connected to a water bag to test for float operation and overfilling. Results: the floats functioned correctly and controlled the entry of water into the chamber. No overfilling of the chamber occurred. A lot check revealed no other complaint of this nature for lot # 100319. Conclusion: the mr290 chamber consists of a dual float mechanism utilizing independent floats to control the amount of water flowing into the chamber. We could not conclude how the reported over filling of the chamber occurred. The returned chamber operated correctly. Following production, the float mechanism of every mr290 chamber are performance tested and those that fail the test are rejected. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advises the user to replace the chamber should water exceed the limit line. (B)(4).